Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead exhibited impedances greater than 3000 ohms. A review of the daily measurements revealed that since (B)(6) 2010, the impedance increased from around 420 ohms to greater than 3000 ohms. In addition, noise was visible on the atrial channel. The decision was made to leave the lead implanted as all other measurements were within normal parameters. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available an amended report will be submitted.